Event description:
The curved disposable device was then passed through the anus to the staple line of the rectal segment and the steel post driven through the midline of the staple line, to which the anvil was attached. The instrument was closed to a point where the marker appeared in the green, whereupon the instrument pursestring suture was likewise noted. When the instrument was backed out of the rectum, it was apparent that an anastomosis had not occurred. Doughnuts had been cut from the 2 ends of the bowel, but only 2 or 3 staples appeared to have fired in the 6 o'clock position, with none of the other staples having been formed to complete the anastomosis. There was no apparent explanation for this phenomenon as the instrument had fired in its usual way, after having been properly applied. Then in order to mamually complete the anastomosis, the surgeon had to dismantle the device and remove it from the bowel first. Bowel tissue was poor. Increased blood lost not anticipated. 2 units of wb were replaced. Pt did tolerate the surgery but problem greatly impacted the course of the procedure.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.